Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the opening force was higher than expected after the 5th firing when the device was used around the cholecyst. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 5th firing. Did anything unexpected happen prior to this incident? There was no possibility in firing across an existing clip. Was the device fired after this incident in or out of the patient? Yes, it was fired out of the patient. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The jaws of the device open and closed as intended. The jaws opened and closed as intended during analysis. In addition, the device locked out as intended but the orange visual indicator was under-traveled. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note the under-travel of the indicator wheel is not related to the reported event. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.